Event description:
The customer reported via phone call that they received a button error alarm. It was also reported the buttons were unresponsive when the customer attempted to program a bolus. Customer was also unable to clear a low reservoir alarm due to the keypad anomaly. The customer's blood glucose was near 300 mg/dl the night prior. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.